Manufacturer narrative:
(B)(4). The actual device has not been received yet and the investigation is on going at this time. A follow up report will be submitted when the results of the evaluation become available.

Event description:
As reported by the user facility through medwatch: a (B)(6) female, weight (B)(6). Date of event: (B)(6) 2016. Event description: infusion pump programmed for bolus of 500ml normal saline. After 45 minutes, pump indicated that 375ml had infused when only 100ml were actually infused from the bag. No harm to the patient. Medwatch # (B)(4).